Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not logging blood glucose (bg) values in the pump history. Customer's bg value was 54 mg/dl. Reportedly, contact was unable to confirm if the customer was correctly entering bg values into the bolus menu. Customer continued to use the pump for insulin therapy.